Event description:
It was reported that a spectrum iq infusion pump had volumetric fail during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "volumetric fail" was not reproduced. The device was sent for flow accuracy testing, and the device passed within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.